Manufacturer narrative:
Concomitant medical devices: part of same system: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead.

Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2016, intra-op impedance test showed electrodes 10, 12, 13, 14, and 15 were over 10 ,000ohms. Testing at 1.5 also showed out of range on same electrodes. The patient had not consented to lead revision so it was decided to address the lead problem at a later date. It was noted that it when the health care professional (hcp) tried to remove the lead from the battery, the 8-15 wire was very difficult to remove. The hcp finally managed to remove it and there was a dark substance coating the contacts. They wiped the contacts off gently and they all appeared intact and unharmed to the naked eye. It was noted that at the post-operative appointment the manufacturer representative (rep) would test impedances again and see if they had improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.